Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient with continuous bleeding despite previous endometrial ablation". The patient's medical history included hypothyroidism, hyperlipidemia, d & c (polypectomy about 8 years ago), parity 3 (3 vaginal deliveries.) And overweight. Previously administered products included for birth control: yasmin from 2009 to (B)(6) 2009. Past adverse reactions to the above products included migraine with yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal imbalance") and experienced pelvic pain ("pain: pelvic"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy post essure"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), uterine pain ("pain: uterus"), abdominal pain upper ("pain: stomach"), vaginal discharge ("vaginal discharge") and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingo-"oophorectomy"). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, uterine pain and abdominal pain upper had resolved and the dysmenorrhoea, dyspareunia, allergy to metals, hormone level abnormal, vaginal infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, abscess, allergy to metals, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: on (B)(6) 2009, it was reported that she presented for normal postop check 10 days status post dilation and curettage endometrial ablation, cervical polypectomy, essure tubal occlusion. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, menorrhagia, urinary tract infection and medical device monitoring error". Lot number:638492 manufacturing date: 2009-04 expiration date:2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient with continuous bleeding despite previous endometrial ablation". The patient's medical history included hypothyroidism, hyperlipidemia, d & c (polypectomy about 8 years ago), parity 3 (3 vaginal deliveries.) And overweight. Previously administered products included for birth control: yasmin from 2009 to (B)(6) 2009. Past adverse reactions to the above products included migraine with yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal imbalance") and experienced pelvic pain ("pain: pelvic"). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy post essure"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), uterine pain ("pain: uterus"), abdominal pain upper ("pain: stomach"), vaginal discharge ("vaginal discharge") and abscess ("abscess"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, uterine pain and abdominal pain upper had resolved and the dysmenorrhoea, dyspareunia, allergy to metals, hormone level abnormal, vaginal infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, abscess, allergy to metals, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: on (B)(6) 2009, it was reported that she presented for normal postop check 10 days status post dilation and curettage endometrial ablation, cervical polypectomy, essure tubal occlusion. Current weight 230 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, menorrhagia, urinary tract infection and medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received : new event added (abscess). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient with continuous bleeding despite previous endometrial ablation". The patient's medical history included hypothyroidism, hyperlipidemia, d & c (polypectomy about 8 years ago) and parity 3 (3 vaginal deliveries.). Previously administered products included for birth control: yasmin from 2009 to (B)(6) 2009. Past adverse reactions to the above products included migraine with yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2009 to (B)(6) 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy post essure"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), pelvic pain ("pain: pelvic"), uterine pain ("pain: uterus"), abdominal pain upper ("pain: stomach") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, uterine pain and abdominal pain upper had resolved and the dysmenorrhoea, dyspareunia, allergy to metals, hormone level abnormal, vaginal infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: on (B)(6) 2009, it was reported that she presented for normal postop check 10 days status post dilation and curettage endometrial ablation, cervical polypectomy, essure tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, menorrhagia, urinary tract infection and medical device monitoring error". Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet and medical record received. Events¿ abnormal bleeding (vaginal), hormonal imbalance, vaginal infection, urinary tract infection, pain: pelvic, pain: uterus, pain: stomach and patient with continuous bleeding despite previous endometrial ablation¿. Reporter, demographics, medical history, historical drug, lab data (updated), essure indication, essure lot number and concomitant medication were added. Event" menorrhagia" outcome was updated to recovered/resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and allergy to metals ("nickel allergy post essure"). The patient was treated with surgery (hyst. (Full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, dysmenorrhoea, dyspareunia and allergy to metals outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: plaintiff fact sheet received: event injury was updated to events: menorrhagia (heavy menstrual bleeding), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and nickel allergy post essure. Essure explant date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. 638492) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "patient with continuous bleeding despite previous endometrial ablation". The patient's medical history included hypothyroidism, hyperlipidemia, d & c (polypectomy about 8 years ago) and parity 3 (3 vaginal deliveries.). Previously administered products included for birth control: yasmin from 2009 to (B)(6) 2009. Past adverse reactions to the above products included migraine with yasmin. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2010 for birth control. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy post essure"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), pelvic pain ("pain: pelvic"), uterine pain ("pain: uterus"), abdominal pain upper ("pain: stomach") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2010. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, uterine pain and abdominal pain upper had resolved and the dysmenorrhoea, dyspareunia, allergy to metals, hormone level abnormal, vaginal infection, urinary tract infection and vaginal discharge outcome was unknown. The reporter considered abdominal pain upper, allergy to metals, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: per medical record: on (B)(6) 2009, it was reported that she presented for normal postop check 10 days status post dilation and curettage endometrial ablation, cervical polypectomy, essure tubal occlusion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record pelvic pain, menorrhagia, urinary tract infection and medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-nov-2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.